Manufacturer narrative:
Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Device evaluation: 1 unit of zebd-7-15 of lot number c2184059 device was returned for evaluation opened not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on the 24-jul-2025. Refer to the product return object (B)(4) examination of returned device field for lab attendance and lab evaluation notes. The returned device lab examination findings and observations can be referred through attached photos. On evaluation of the devices the following observations were made: visual inspection: stent and catheter returned. Kinks observed on the 3rd and 5th portholes on the tapered end pigtail curl. Functional inspection: 0.035 inch wire guide passes through the stent. The reported failure was observed. Document review: prior to distribution zebd-7-15 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Manufacturing records review: a review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label the japanese packaging insert (c-es0202m18) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. The japanese packaging insert (c-es0202m18) states: "remove this product from the package and inspect with particular attention to bends, kinks and breaks". It also states," choose a wire guide with outer diameter 0.035 inch (0.89mm) for use with this product¿. There is evidence to suggest the user did not follow the IFU/label. Image review an image was not returned for evaluation. Root cause review: a definitive root cause of use error was established. The information confirms that an incorrect size wire guide was used with the device, whereas the product labelling instructs the use of a 0.035¿ wire guide. All design verification and functional testing have been completed with a 0.035¿ wire guide only, and use of an alternative size has not been evaluated and may lead to kinking such as that observed at the 3rd and 5th portholes of the tapered pigtail curl. An additional possible contributing factor is the omission of the stent straightener during the procedure. Furthermore, it remains unknown whether the wire guide was lubricated prior to use, which could have increased resistance and stress on the stent tip. Corrective actions: CAPA-00022 (B)(4) has been opened to address the use of 0.025¿ wire guide instead of 0.035¿ wire guide documented on the label. Summary: complaint is confirmed based on visual and /or functional inspection. Confirmed qty of devices: 01, used according to the information provided, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause can be attributed to use error - an incorrect size wire guide used with the device.

Event description:
Supplemental report is being submitted due to the completion of the investigation 26-aug-2025.

Event description:
When the user attempted to insert a zebd-7-15 using a wire guide, it was noticed that the stent tip damaged. The zebd-7-15 was replaced with another product from the hospital's inventory to continue the procedure to complete the procedure. No patient health hazards. Approach: via endoscope. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device was stored in the hospital. Was the wire guide lubricated prior to use? Unknown. Was the device at the centre of the complaint inspected for damage prior to use? Yes. Was the wire guide inspected for damage prior to use? Yes. Were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Unknown. Did the patient involved exhibit altered anatomy or tortuous anatomy? No. Did the patient require any additional procedures as a result of this event? No. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No. Was a straightener used to straighten the stent? No. (If any damages were confirmed prior to use) was the package damaged? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.